Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the svce repl, spider 2, tenet 7615 would not lock. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference (B)(4). The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No issues were noted. A functional evaluation was performed. The locking pins within the rotational assembly were worn which allowed the index handle to not fully lock the rotational clamp assembly. The reported failure was confirmed and the root cause has been determined to be a mechanical problem. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a degradation of the pin material or the loctite that secures the pins over time. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.